Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient presented to the emergency room (ER) after receiving 8 shocks. Upon review, a code 1005 was displayed for this device and right ventricular (rv) lead, which is indicative of an open circuit condition was detected during shock delivery, in which shock impedance measurements of greater than 145 ohms occurred. It was noted this patient is pregnant. The health care professional (hcp) noted this patient has received inappropriate shocks in the past for supraventricular tachycardia (svt), dates unknown. Technical services (ts) recommended replacement of this device and rv lead. This device and rv lead remain in service at this time. No adverse patient effects were reported.